Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis with culture (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized due to the peritonitis. The cause of the peritonitis was unknown. The nurse did not provide information regarding treatment. Pd therapy was ongoing at the time of the event. The patient was recovering from the event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Root cause could not be determined based on information available in this complaint report. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.